Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6f angio-seal vip was received for product evaluation. The hemostasis sheath and carrier tube assembly were returned separately for analysis. The tamper tube, anchor and collagen were not returned. No other accessory components were returned. Visual inspection revealed no anomalies with the hemostasis sheath. The hemostasis sheath was returned separately, and the deployment sleeve was partially in the rear lock position with color bands fully exposed. The suture was appeared to be cut below the black compaction marker. Both the clear and black compaction marker was fully visible on the suture. The bypass tube was dislodged proximally. The suture was completely unwound, corresponding to its position after deployment completion. No anchor, collagen and tamper tube were returned for analysis. No other visual anomalies were noted with the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Without the return of the tamper tube, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
In the initial report it was reported that the manufacture date was october 3, 2018 however, the correct date is september 17, 2018. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6french angio-seal device deployed at the end of the procedure. All steps completed as normal, including locating the artery and setting the anchor. When trying to seal the puncture the insertion sheath was pulled back, no green tamper tube appeared so the collagen could not be tamped down. No black marker was noted and hemostasis did not occur. The doctor did manual compression and used ultrasound to check on the anchor which was in place against the wall. The patient was fine and pedal pulses were present.